Manufacturer narrative:
Patient's mom reported that the site gets itchy and the patient starts scratching. On about the third or fourth day the site starts to bleed due to scratching. The reaction was near the sensor adhesion site. She has had this reaction since using it. There are no physical marks, no infection, no swelling, no scarring and no bruising, just itchiness. The patient went to a routine endocrinologist appointment and showed it to the doctor but he did not prescribe any medication for it. Doctor suggested that the patient's mother called dexcom to ask if the sensor was made with different material. Patient is lean. Discussion/resolution: explained that we only have one sensor and that they are all made with the same material. We are replacing g4 sensor. Additional information: date of medical intervention: (B)(6) 2013. Injury extent: red after sensor was removed; will heal in about a week.

Event description:
Patient contacted dexcom to report that she had a rash.